Manufacturer narrative:
Device not returned.

Event description:
It was reported that the fill estimate was inaccurate. Customer reloaded cartridge to resolve the issue. Customer's blood glucose was 104 mg/dl.